Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: unknown. Symptoms/ae: ischemic leg and severe fibrotic reaction. Time of symptoms/ae: post procedure. It was reported that a physician in-training in the use of the starclose se device achieved hemostasis of a femoral artery after an unspecified procedure. Reportedly, at an unspecified time post procedure, the patient developed leg ischemia. Surgical cut down revealed severe fibrotic reaction at the femoral artery closure site. There were no reported adverse patient sequelae. Though requested, no additional information was available.